Event description:
Corrected information: the date the stitches were removed was (B)(6) 2001 and the actual date the infection was diagnosed was (B)(6) 2001 and not 2011 as previously reported. Additional information received reported that the patient no longer had a pump as of (B)(6) 2001. The patient stated that the physician almost killed them by removing the pump. The patient got a staph infection. Per the patient the physician "over antibiotic me," "kephex" when vancomyocin and then "kephlex" again. The product had to be taken out in 2001.

Event description:
Following a pump revision [see manufacturer report #(B)(4)] the patient got a (B)(6) infection. Per the patient on (B)(6) 2011 the stitches were removed and per the healthcare provider, everything looked fine then but the patient noticed a little bit of the incision looked infected (B)(6) 2001. The actual infection was diagnosed (B)(6) 2011. The infection occurred at the incision site of the pump. The patient first was given po meds post implant surgery and then IV antibiotics for the actual infection. The antibiotic was vancomycin. The patient¿s pain managing physician could not do the surgery due to insurance issues. Another physician did the surgery. The healthcare provider was trying to save the drug infusion system but it was not saveable. The patient had another round of po meds after the IV meds. The patient was very ill/sick and unable to do much because the antibiotics killed the probiotics in the intestine. The patient was throwing up bile and had really bad diarrhea, could not eat, drink or sleep. The patient went to the hospital on (B)(6) 2001 and the pump and catheter were removed on (B)(6) 2001. Per the patient the pump/catheter was the best thing that the patient had to help relieve pain and the patient was upset that it had to be taken out due to the infection. The infection resolved. The patient had monthly pump refills and per the patient the pump was used to deliver morphine 18mg/month.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l57745, implanted: (B)(6) 1999, product type: catheter. (B)(4).